Event description:
Customer reported a blood glucose value of 455 mg/dl; treated with the insulin pump. Customer stated that she has had to change three sensors throughout the day because has been receiving lost sensor alerts. The transmitter ID was correctly set up into the insulin pump. Find lost sensor was performed. Customer was able to link back the sensor to the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.